Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported pseudophakic readings were off and causing lasik enhancements to be done over the last few weeks. Additional information received states that the customer is happy with how the system is working and no touch ups or exchanges were done as initially expected.

Manufacturer narrative:
The company service representative examined the system but did not replicate nor confirm the reported event. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).